Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using humulin insulin. Tandem technical support informed the customer that humulin is off label per the tandem user guide. Additionally, it was reported that multiple cartridges did not fit onto the pump. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 247 mg/dl,